Event description:
Fill volume: 550 ml. Flow rate: unknown - anp. Procedure: unknown - anp. Cathplace: unknown - anp. The customer reported a stuck button with no report of patient consequence. When the sample was received the bolus button was in the upper most position and the orange indicator was in the lower most position. During the sample evaluation it was determined that the red priming key tab had broken inside the ondemand unit, thus causing the pump to flow fast.

Manufacturer narrative:
Method: the actual device was received for analysis. A visual inspection, flow rate accuracy test and a pressure pot test were performed on the unit. Photographic images were taken and microscopic inspection was conducted. A review of the device history record (DHR) was conducted. Results: during the visual inspection it was found that the device was returned full without the red tab priming key and with the patient controlled analgesia (pca) button in the upper most position and the orange indicator in the lower most position. The pca button was depresses a few times, and it would not latch. During infusion the orange indicator did not rise. Further visual analysis was performed, and found that a small portion of the red tab pca priming key was broken and had remained inside the pca unit. This fragment was keeping the bypass valve open. Damage was also observed on the plastic housing where the priming key inserts. The safety and bolus volume accuracy testing was unable to be performed. Flow accuracy testing was performed on the pump with the saf set to 14 ml/hr. After 21. 5 hours of testing, the pump yielded a flow rate of 20.29 ml/hr which is 3.49 ml/hr above specifications with a +/- (B)(4) tolerance. Pressure pot testing was performed on the selected-a-flow unit on flow rates 2 ml/hr, 4 ml/hr and 8 ml/hr and 14 ml/hr. The saf unit was detached from the pump and connected to a pressure gauge. The saf flow rate 2 ml/hr yielded a flow rate of 2.05 ml/hr, which is within specifications with a +/- (B)(4). Flow rate 4 ml/hr yielded a flow rate of 4.03 ml/hr which is within specifications with a +/- (B)(4) tolerance. Flow rate 8 ml/hr yielded a flow rate of 7.45 ml/hr which is within specifications with a +/- (B)(4) tolerance. Flow rate 14 ml/hr yielded a flow rate of 13.69 ml/hr which is within specifications with a +/- (B)(4) tolerance. The investigation summary for pump #1 concludes that the pump flowed fast. A visual observation found that the pump was received full with the bolus button in the up position and orange indicator in the down position. A portion of the red priming key had broken off inside the pca housing keeping the bypass valve open. Infusion was observed from all selectable flow rates when the pinch clamp was opened. During flow accuracy testing the flow rate was 3.49 ml/hr above specification. During pressure pot testing for the flow control tubing (saf unit) without the pump, the flow rates met specifications using the average bladder pressure. Additional destructive analysis was performed on the device under (B)(4) magnification. The tip of the priming key was broken under the lever arm, this prevented the lever arm from being able to pinch off the by-pass tubing; therefore, this failure produced a fast flow situation by allowing the reservoir refilling flow rate to be added to the basal rate. The device history record (DHR) was reviewed for the lot number of the manufactured unit. The lot met the manufacturing specifications prior to release. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.